Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) at 2013 23:25:01. During night drain cycle six, the patient's ultrafiltration reading was 667ml, indicating the home patient (hp) drained 667ml more than their maximum programmed fill volume of 1100ml. No additional information is available.